Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike leaked from the "drip chamber where the white plastic meets the clear plastic". This occurred during priming of the tubing with chemotherapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the actual sample and a companion sample was provided for evaluation. Visual inspection of photograph was performed which identified a leak coming from the drip chamber. A visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and pull were performed on the companion sample and no leaks, blockage or separation were noted. The companion sample was found to be conforming product. The reported condition was verified on the actual sample; however, not verified on the companion sample. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.